Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that there was moisture present and the battery compartment was cracked. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2017 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: during investigation, moisture was found behind the display lens, and corrosion in the battery compartment. The battery cap was not returned. The battery compartment was cracked above and below the bumper pad. The test cap was able to attach to the pump. The pump was unresponsive. The battery was installed and there were no vibratory or auditory alarms, and a blank display. The power complaint was unable to be duplicated. A leak was found in the battery compartment. The pump cover was removed to find moisture on the printed circuit board and internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).